Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose value was 441 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with bolus. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer did not alleged insulin pump was under delivering. The automode was not active. Customer reported they did not contact their health care professional regarding the high blood glucose. Customer was able to perform high pressure test and it passed. No devices will be returned for analysis.